Manufacturer narrative:
(B)(4). Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error 15 noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Unit alarmed pump error 63 alarm (variable 3) during self test and confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Customer was able to clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.